Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer went to fix the issue and it was noted the helium tank may not have been properly fastened to the external helium tank regulator. Getinge field service engineer took out the empty tank from the cart and it did not take him much effort to loosen the regulator. Fse than went on and performed a leak check on both console and cart with full helium tank. Consul did not leak. When console was pushed into the cart and external tank was closed off the pump did not leak. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), was leaking helium from the helium tank. There was no harm, injury or adverse event reported.

Event description:
Na.